Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 401 mg/dl, the current blood glucose level was 313 mg/dl, 400 mg/dl, 100 mg/dl and 212 mg/dl. The customer was treated by giving bolus with insulin pump. Customer reports the no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The drive support cap appears flush. The insulin pump will not be returned for analysis.